Event description:
The physician engaged ostium of the renal artery. Crossed lesion with choice pt guidewire, predilated lesion with a 4xs symmetry balloon @ 12 atms. Removed balloon and advanced stent through the guiding sheath, then further advanced stent across lesion. When attempting to reposition un-deployed stent, stent migrated distally. Physician made the decision to inflate stent, at which time the distal end of the stent did not expand. The physician removed balloon and lost wire access. Regained wire access with another guidewire and then advanced new balloon over guidewire with intent of passing balloon through un-deployed portion of the stent, however, the stent migrated further distally. After considerable time of manipulation the physician chose to use another stent to treat ostial lesion. The first stent stayed conical in shape.